Event description:
On 4/13/95 an aus device was implanted. On 10/17/95 the pump was revised. On 11/22/95 the pump was removed from the pt. On 3/27/96 the cuff and reservoir were removed from the pt due to infection.